Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable thresholds in the unipolar configuration. The lead was no longer used and replaced.

Manufacturer narrative:
(B)(4).